Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted dried fluid on the jaws of the device. During handle activation testing, engineering actuated the handle and found that the pull tube, a component that allows for jaw movement, was warped. The pull tube failed to remain engaged with the upper jaw of the device, which allowed the handle to latch without fully closing the jaws. Engineering observed that the jaws were still able to open and close, however failed to apply force upon closure. Per safety features of the device, the user is unable to advance the blade if the jaws are open to prevent blade exposure. Engineering performed a blade activation test and confirmed that the blade was able to retract smoothly along the full length of the jaws without jamming. Engineering was unable to replicate the blade not advancing. The root cause of insufficient jaw closure is due to a warped pull tube. Applied medical has opened corrective and preventative action reports to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown- "the device was taken out of its packaging but the jaws would not close fully over the tissue. The blade would not advance. As a result the device was swapped for a second with the same lot number." Additional information: the handle was fully closing but the jaws were not closing. The jaws were closed but there was a small gap where they would not close fully. Surgeon was able to reopen them, hence jaws were not locked. The surgeon did not notice any visual or audible damage before he started using the devices patient status: "the patient was fine as the device was replaced and the procedure continued."